Event description:
A malfunction alarm was reported by the caller, which indicated an issue with the pump following a software update. There was no reported impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump, but the malfunction persisted, leading to the decision to replace the pump. The pump was within warranty, and the customer planned to use multiple daily injections as a backup insulin therapy. The customer was instructed to put the pump into storage mode and return it using a pre-paid label.